Manufacturer narrative:
The manufacturer previously reported information alleging to a thermal product malfunction. The manufacturer received information alleging that the device will not turn on. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the device and found pca and modem were burned. The device was forwarded to manufacturer product investigation laboratory for further investigation. During the device evaluation, the service technician observed that the device does shut off, possibly due to a thermal event in the blower motor. Pil was able to confirm the complaint. Iso port had white dust-like contamination and potential mineral deposits in it indicating possible water ingress. Heater plate and blower motor had dust-like contamination on it. Inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits under ui panel in top enclosure at the water tank locking lugs indicate possible water in this location. Possible mineral deposits on top of pca and at the bottom of blower motor was found indicating possible water ingress. Potential corrosion on top of iso port was observed. Possible mineral deposits on bottom of blower motor indicating potential water ingress. White dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Box h has been updated.

Event description:
A ds2adv auto CPAP device was returned to a third-party service center with no initial allegation. During the evaluation of the device at third-party service center, the service observed pca and modem were burned. Additionally, the service technician also noted an error code e015 (err_cycle_handler_overrun). Device was sent to pil for further investigation.